Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The lesion being treated was located in the mid right coronary artery (rca). The promus element stent did not reach the correct location. While retrieving the stent delivery system through the guide catheter, stent damage occurred. The stent started to "crumble". Afterwards predilatation was performed with a non-bsc balloon 2 x 15 mm and another promus element (2.25 x 20 mm) was implanted. No patient complications were reported.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The lesion being treated was located in the mid right coronary artery (rca). The promus element stent did not reach the correct location. While retrieving the stent delivery system through the guide catheter, stent damage occurred. The stent started "crumble". Afterwards predilatation was performed with a non-bsc balloon 2 x 15 mm and another promus element (2.25 x 20 mm) was implanted. No patient complications were reported.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified proximal damage. Struts on the proximal end of the stent were pushed together causing the stent to have moved on the balloon by 6mm. The damage caused some struts to be raised up. This damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The hypotube was kinked at 25mm distal to the strain relief. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).